Event description:
A consumer reported starbursts in her vision (ou) as well as difficulty with color contrast perception in her right eye following bilateral intraocular lens (iol) implant surgery. Follow-up info rec'd on 12/07/2006 from the ophthalmic technician reported the pt's iols look great (ou) and the pt's uncorrected vision is 20/20 (ou) following surgery. Add'l info has been requested. There ware two medwatch reports being filed for this pt: MDR #1119421-2006-00442 eye #1. MDR #1119421-2006-00443 eye #2.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. The two complaints rec'd from this consumer are the only event reports rec'd for this lot number. Additional information was requested on 12/07/2006 by phone, on 12/08/2006 by fax, on 12/08/2006 by mail and on 12/18/2006 by phone.